Manufacturer narrative:
Per the operation notes, the implants were in-vivo for over 16 months. It is unknown how long it took for the fractures to heal. With the length of time that the implants were in-vivo, it is possible that the screw may have experienced loading beyond its intended design life. There were multiple attempts to obtain additional information to no avail. There was no particular product lot numbers provided, so a lot number complaint review could not be performed. No products were returned for analysis, so it cannot be determined if the screw experienced fatigue type fracture or an ultimate stress fracture. An exact cause of the screw fracturing cannot be determined. There were no products returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification, no lot number provided. Zimmer screws are used for treatment.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during trauma implant removal, the trauma screw was noted as fractured. The head was removed, and the screw body remained implanted.